Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the physician successfully obtained an acceptable packing density using three or four coils. The physician attempted to add an additional ruby coil; however, during deployment, the coil became stuck within another manufacturer's delivery microcatheter. The physician was unable to advance or retract the coil; therefore, the physician removed the delivery microcatheter along with the ruby coil. The physician determined that the procedure was complete and there was no report of an adverse effect on the patient.